Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had scratched display window and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 398 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they display was not blank at the time of call. The customer stated that the insulin pump was blank for a period of time. The customer stated that the battery cap was not damaged or corroded. The insulin pump will be returned for analysis.